Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws could not be opened at around the 10th firing. The device was released with grasping the trigger manually. The device was not fired across something hard such as a clip. No bleeding related to the incident was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, when the device was fired outside the patient, the jaws were opened.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended.during analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event?---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event?---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no.